Event description:
Patient reported, "right side has wall defect". Device remains implanted.

Event description:
Patient reported "right side has wall defect". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wall defect".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. The events of capsular contracture and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient has reported they have been advised "right side has wall defect and needs to be replaced". Patient has further reported right side rupture. Surgery report confirms rupture right side and capsular contracture baker grade iii. Microscopy evaluation shows "right breast capsule fibrosed muscle and connective tissue with chronic granulomatous and xanthomatous inflammation". Device has been explanted.